Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was returned severed at 212 millimeters (mm) from the terminal pin. Two segments were returned with a total length of 627 mm. Analysis noted that a mid-body portion of the lead may be missing. Blood and body fluid were seen in the lumens and the extracting stylet was returned stuck in the tip segment on the lead. It was also noted that the clear medical adhesive was torn and separated at the proximal end of the proximal spring electrode and the proximal spring was stretched at this point. Tissue and calcification were also noted on the lead. Laser extraction damage was seen on the insulation, the helix was extended and tissue was noted entwined in the helix. Visual inspection noted that the trilumen insulation was abraded through to the negative rate sense lumen at approximately 275 to 285 mm from the tip. There was webbing damage noted between all the conductors in this area as well. The polyurethane insulation on all the conductors was torn and abraded in the area too. Microscopic analysis indicated the damage was initiated by a localized compressive stress on the tubing surface. Due to the location and type of damage analysis determined it was likely this was caused by entrapment in the clavicle first-rib region.

Event description:
.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited noise that was oversensed and led to inappropriate shocks. Therapy was not exhausted and there was no pacing inhibition. Due to insulation damage, the rv lead was explanted. No additional adverse patient effects were reported.